Event description:
Customer reported an issue with the duo monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the spo2 board. The unit was calibrated and safety tested to factory specifications.